Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 3008829311-2018-00128. Reference MFR. Report: 3008829311-2018-00129. Reference MFR. Report: 3008829311-2018-00130. It was reported the patient experienced autoreducing on one of the leads after she fell. X-rays confirmed one lead had migrated. As a result, the patient underwent lead replacement. Postoperatively, effective therapy was restored. Note: all of the patient's leads are being reported because it is unknown which lead is liable.